Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2014-70549.

Event description:
It was reported that the customer had been hospitalized in the past with a previous insulin pump. Customer was cleaning her room and her mother made her lie down because she was sick. Customer went to the emergency room around christmas time in 2002 or 2001. Customer was in an accident and had been driving at the time of the accident. Customer stated that her eyes started looking glassy and she got sick. Customer also had diabetic ketoacidosis. Customer was in the intensive unit care for three days. Customer was wearing the pump at the time of the visit. Customer was then taken off the pump. Customer's mother stated that she had an issue where the cannulas were collapsing and causing her to be hospitalized. No additional information provided.